Manufacturer narrative:
Dates estimated the UDI is unknown because the part number was not provided the clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachement: article titled, pseudomonas mitraclip1 endocarditis: a case report and review of literature.

Event description:
This is filed to report a case study captured through a research article, identifying the mitraclip device which may be related to endocarditis, recurrent mr, and ischemic stroke. It was reported through a research article, identifying the mitraclip device which may be related to endocarditis, recurrent mr, and ischemic stroke. The case report consists of a specific patient, an (B)(6) caucasian female which underwent successful mitraclip procedure with 2 clips implanted. Reportedly, the patient had severe mitral insufficiency post mitraclip, ischemic stroke, fever, and endocarditis . The patient was re-hospitalized multiple times. The patient was evaluated by the cardiothoracic tearm for possible mitraclip removal; however, was considered too high risk for surgical intervention secondary to comorbidities. Gentamicin was added to her antimicrobial regimen and was discharged. Details are listed in the attached article titled, pseudomonas mitraclip1 endocarditis: a case report and review of literature. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available, a cause for the cerebrovascular accident and endocarditis resulting in fever cannot be determined. The reported patient effects of fever, endocarditis and stroke (cerebrovascular accident) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.